Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
A pediatric heart catheter in femoral vessel. Went to pull sheath and dilator. A piece of dilator missing. Surgically removed.